Event description:
It was reported by the rep that the (1) er420 was used during a laparoscopic appendectomy procedure. It was reported that the clips would not close. The surgeon tried twice but the clips would be deployed open. The case was completed with another device. There was no patient consequence.